Manufacturer narrative:
Corrected section: b3: date of event changed from (B)(6) 2019 to (B)(6) 2019. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
This complaint was reported via medwatch (B)(4). It was reported during intra-aortic balloon (iab) therapy, the console generated a check iabp catheter alarm. At this time the augmented waveform went flat and blood flashed back into the helium line. Balloon pump was immediately put on standby. Physician was called and came to bedside. Patient was taken to the operating room to have the balloon removed. The console was brought down to biomed to be checked over. Pulled the top cover off and inspected tubing. Found blood tracing back to the vacuum reservoir. Safety disk, crm, purge tubing, and purge assembly will need to be replaced. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
This complaint was reported via medwatch (B)(4). It was reported during intra-aortic balloon (iab) therapy, the console generated a check iabp catheter alarm. At this time the augmented waveform went flat and blood flashed back into the helium line. Balloon pump was immediately put on standby. Physician was called and came to bedside. Patient was taken to the operating room to have the balloon removed. The console was bought down to biomed to be checked over. Pulled the top cover off and inspected tubing. Found blood tracing back to the vacuum reservoir. Safety disk, crm, purge tubing, and purge assembly will need to be replaced. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
This complaint was reported via medwatch (B)(4). It was reported during intra-aortic balloon (iab) therapy, the console generated a check iabp catheter alarm. At this time the augmented waveform went flat and blood flashed back into the helium line. Balloon pump was immediately put on standby. Physician was called and came to bedside. Patient was taken to the operating room to have the balloon removed. The console was bought down to biomed to be checked over. Pulled the top cover off and inspected tubing. Found blood tracing back to the vacuum reservoir. Safety disk, crm, purge tubing, and purge assembly will need to be replaced. There was no reported injury to the patient.